Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had physical damage in the insulation and lead body. The lead was damaged by the physician during pocket hematoma evacuation. The lead was surgically abandoned. No additional adverse patient effects were reported.